Event description:
More pain once receiving the injection than before [pain in hip] ([condition aggravated]) patient received synvisc one in right hip [device use issue]. Case narrative: initial information received on 08/29/2019 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case is linked to case (B)(4) (same patient). This case involves a (B)(6) years old female patient who received hylan g-f 20, sodium hyaluronate [synvisc one] in right hip (device use issue) and on the same day experienced more pain once receiving the injection than before. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 6 ml, once intra-articular (lot - 7rsp010c; expiry date and indication: not provided) in right hip (device use issue). It was reported that the patient was in more pain once receiving the injection than before and also had surgery since having the injection. The event was assessed as serious with intervention required as seriousness criteria. Final diagnosis was more pain once receiving the injection than before and patient received synvisc one in right hip. Action taken: not applicable. Corrective treatment was surgery for more pain once receiving the injection than before and not reported for other. The patient outcome is reported as unknown for more pain once receiving the injection than before and as not applicable for patient received synvisc one in right hip. Reporter causality: not reported. Company causality: reportable for more pain once receiving the injection than before and not reportable for other event. A product technical complaint was initiated with results pending for the same.

Event description:
More pain once receiving the injection than before [pain in hip] ([condition aggravated]) case narrative: based upon additional information received on 09-sep-2019, suspect product was updated from synvisc-one to synvisc. This case was linked to case (B)(4). Initial information received on 29-aug-2019 regarding a solicited valid serious case received from a patient via call center, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves a 52 years old female patient who received hylan g-f 20, sodium hyaluronate (synvisc) and on the same day experienced more pain once receiving the injection than before. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate, via intra-articular route, at dose of 6 ml (lot - 7rsp010c; expiry date, frequency, indication: not provided) in right hip. It was reported that the patient was in more pain once receiving the injection than before and also had surgery since having the injection. The event was assessed as serious with intervention required as seriousness criteria. Action taken: unknown. Corrective treatment: surgery for more pain once receiving the injection than before. Outcome: unknown for more pain once receiving the injection than before. Reporter causality: not reported. Company causality: reportable for more pain once receiving the injection than before. A product technical complaint was initiated on (B)(6) 2019 for synvisc (lot number: 7rsp010c) with global ptc number (B)(4). The production and quality control documentation for lot # 7rsp010 expiration date (2020-06) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsp010 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-sep-19 there were 15 complaints on file for lot # 7rsp010 and all related sub-lots. 5 complaints are on file for lot# 7rsp010b: (4) adverse event reports and (1) detached plunger rod. 7 complaints were on file for lot# 7rsp010e: (3) adverse event reports, (2) leaky syringes, (1) barrel breakage and (1) loose luer lok hub. 3 complaints are on file for lot# 7rsp010c: (3) adverse events/lack of effect. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. The final investigation was completed on (B)(6) 2019. Additional information received on 09-sep-2019 from non hcp. Suspect product updated from synvisc-one to synvisc. Event of patient received synvisc in right hip was deleted (as synvisc is approved for use in hip). Clinical course updated. Text amended accordingly. Additional information received on 09-sep-2019 from gemg. Ptc results received and processed. Global ptc number added.

Event description:
More pain once receiving the injection than before [pain in hip] ([condition aggravated]) case narrative: based upon additional information received on 09-sep-2019, suspect product was updated from synvisc-one to synvisc. This case was linked to case (B)(4). Initial information received on 29-aug-2019 regarding a solicited valid serious case received from a patient via call center, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves a 52 years old female patient who received hylan g-f 20, sodium hyaluronate (synvisc) and on the same day experienced more pain once receiving the injection than before. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018,, the patient received intra-articular hylan g-f 20, sodium hyaluronate, via intra-articular route, at dose of 6 ml (lot - 7rsp010c; expiry date, frequency, indication: not provided) in right hip. It was reported that the patient was in more pain once receiving the injection than before and also had surgery since having the injection. The event was assessed as serious with intervention required as seriousness criteria. Action taken: unknown . Corrective treatment: surgery for more pain once receiving the injection than before. Outcome: unknown for more pain once receiving the injection than before. Reporter causality: not reported. Company causality: reportable for more pain once receiving the injection than before. A product technical complaint was initiated with results pending for the same. Additional information received on 09-sep-2019 from non hcp. Suspect product updated from synvisc-one to synvisc. Event of patient received synvisc in right hip was deleted (as synvisc is approved for use in hip). Clinical course updated. Text amended accordingly.